Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that detachment occurred. The patient presented with angina pectoris. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When observation was being performed for the second time, the shaft was shaking and the image did not display. When the device was removed from the patient, the shaft separated outside the patient. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that detachment occurred. The patient presented with angina pectoris. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When observation was being performed for the second time, the shaft was shaking and the image did not display. When the device was removed from the patient, the shaft separated outside the patient. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the imaging window detached near the lapjoint section. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Pictures of the device were received from the client showing the imaging window detached near the lapjoint section and a kinked imaging core.